Manufacturer narrative:
No device was returned as the involved product remain in situ but films were provided confirming putty migration. The patients bone quality is unknown and it is unknown if postoperative warnings and instructions were followed. Radiographic review suggests reabsorption of attrax putty appeared to be taking place, and radiolucent patches at around the disc space at vertebral bodies at l4/l5 suggesting putty migration and reabsorption. A definitive root cause of the migration could not be determined although poor packing and/or mishandling during interbody placement, implant damage or patient related factors. Attrax putty is a synthetic, resorbable bone void filler consisting of biphasic calcium phosphate granules (>90% beta-tricalcium phosphate and <10% hydroxyapatite) premixed with a synthetic polymeric binder (alkylene oxide copolymer, aoc) for cohesion. The calcium phosphate granules attenuate x-rays and provide attrax putty¿s radiodense appearance upon implantation. The polymeric aoc carrier is radiolucent. The radiopacity of the ceramic component of attrax putty is comparable to that of bone and diminishes as it is resorbed. Because the cohesion between the granules provided by the resorbable carrier is temporary, care should be taken to fill bony defects completely and secure them to prevent migration of the implanted material. Risk of granule migration may be most elevated in the immediate post-operative period as the aoc is resorbing and before tissue infiltration and wound healing has progressed. No additional investigation required. Label review. ¿indications for use - nuvasive attrax putty may be used in combination with autogenous bone in the posterolateral spine and pelvis. When used in intervertebral body fusion procedures, nuvasive attrax putty must be used on its own with an intervertebral body fusion device cleared by FDA for use with a bone void filler.¿. ¿contraindications use of attrax putty is contraindicated in the presence of one or more of the following clinical situations: to treat conditions in which general bone grafting is not advisable¿ in conditions where the surgical site may be subjected to excessive impact or stresses, including those beyond the load strength of fixation hardware (e.g. Defect site stabilization is not possible) in cases of severe metabolic or systemic bone disorders that affect bone or wound healing¿ when intraoperative soft tissue coverage is not planned or possible¿ in cases of treatment with pharmaceuticals interfering with the calcium metabolism¿ "warnings, cautions and precautions - attrax putty does not possess sufficient mechanical strength to support reduction of the defect site. Rigid fixation techniques are recommended as needed to assure stabilization of the defect in all planes... The granules structure of attrax putty must not be damaged or altered (e.g. By excessive compaction or crushing of the implant). Avoid overfilling of the defect as tension free wound closure is required. Do not implant the resorbable calcium salt bone filler in a patient with pre-existing calcium metabolism disorder (e.g. Hypercalcemia). Attrax putty radiopacity is comparable to that of bone and diminishes as it is resorbed. This moderate radiopacity may mask underlying pathological conditions and must be considered when evaluating x-rays. Attrax putty is to be stored at ambient temperature (max 50°c). Higher temperatures may affect the consistency and the ability of the device to retain its shape. Inspect all packaging and components for damage before use. Do not use the device if it is damaged in any way.". ¿pre-operative warnings 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. 3. Care should be used in the handling and storage of the device. 4. Devices should be inspected for damage prior to implantation. 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient. ¿. ¿post-operative warnings postoperative patient management should follow the same regimen as similar cases utilizing autogenous bone grafting. Standard postoperative practices should be followed, particularly as applicable to defect repairs involving the use of fixation devices.¿. "Instructions for use - radiographic evaluation of the defect site is essential to accurately assess the extent of a traumatic defect and to aid in the selection and placement of the bone void filler and fixation devices. Attrax putty must only be employed by or under the supervision of medical professionals with experience in the required surgical techniques and the use of biomaterials. The exact operating procedures depend on the location, type and size of the defect. Close contact with vital bone is important for its function as a bone regeneration material and, therefore, a thorough freshening of the bone surface before applying the device is recommended (i.e. Removal of bone fragments and necrotic tissue). The defect must be completely filled with putty. Strong compacting or destruction of device structure (e.g. By crushing) must be avoided. Overfilling must be avoided to achieve a tension free closure. Fixation of the implant site must be sufficient to prevent collapse and deformity secondary to functional loading. Anatomical reduction and rigid fixation in all planes must be obtained to ensure that the graft is not supporting load. Postoperative patient management should follow the same regimen as similar cases utilizing autogenous bone grafting. Standard postoperative practices should be followed, particularly as applicable to defect repairs involving the use of fixation devices.".

Event description:
On (B)(6) 2024 a patient underwent a xtreme lateral interbody fusion procedure from l2 to l5. During the procedure bone grafting materials were used. The surgery was completed with no issues. On (B)(6) 2024 during a routine follow up it was discovered via radiograph that the attrax leaked into the psoas muscle. The patient was not experiencing any adverse affects or symptoms.